Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, when inserting the left ventricular lead in the catheter, the physician felt more resistance than usual. Upon slitting the catheter, the coated layer of the lead was stripped. The lead was not used, and a new lead was implanted. The procedure was completed without any consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.1 cm without the catheter. The damage found was sustained during the surgical procedure. The lead was otherwise normal.